Manufacturer narrative:
Qn#(B)(4). The customer returned one clip from unit 544253 hemolok xl clips 3/cart 42/box for investigation. The loose clip was returned with the lid stock. The cartridge was not returned. The loose clip was visually examined with and without magnification. Visual examination revealed that the clip had the pierced bosses broken off. The bosses were not returned. The appliers were not returned. It is unlikely that the damage observed to the clip was present when the device left the manufacturing site. Therefore, the damage most likely occurred during use. The damage could have been caused by improper loading or by using damaged appliers. However, this could not be confirmed , and it could not be determined how or why the clip broke. Reference a file pic_anp1900061302 for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that operational context caused or contributed to this event. However, it could not be determined how or why the clip broke. The reported complaint of "clip broken" was confirmed based upon the sample received. One loose clip was returned. The cartridge was not returned. The clip was returned with the pierced bosses broken off. It is unlikely that the damage observed to the clip was present when the device left the manufacturing site. Therefore, the damage most likely occurred during use. The damage could have been caused by improper loading or by using damaged appliers. However, this could not be confirmed , and it could not be determined how or why the clip broke. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, operational context caused or contributed to this event. We will continue to monitor and trend on this issue.

Event description:
It was reported that the clip broke into two pieces while in use. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 3/cart 42/box lot# 73d1700189 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip broke into two pieces while in use. There was no patient injury.